Manufacturer narrative:
(B)(4). No conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Event description:
It was reported that a patient underwent a cardiovascular procedure on (B)(6) 2013 and suture was used. During the procedure, the needle broke free of the suture during distal anastomosis of an aortic dissection. The needle has been lodged in the patient's left iliac artery since the procedure. Additional information was requested.